Event description:
Per the information provided to co by the physician's office, the device was removed due to "buckling of the prosthesis". As reported to co the pump/cylinder set and some assembly kit component(s) only were removed and replaced. 06/02/97-upon receipt of additional information provided by the physician/surgeon, he reiterated the reason for removal was due to "buckling of the prosthesis". Additionally, he stated... "The patient has peyronie's disease which may have contributed to this occurrence."